Event description:
The reporter indicated that the patient has had several aborted shocks. The tracings show some oversensing that was due to triple sensing and some noise detection, all ending in diverted shocks.